Manufacturer narrative:
This report is being supplemented to provide results of microbial testing. After the device was returned to olympus, it was sent out for additional testing. The insertion section, air/water channel, instrument/suction channel and auxiliary water channel were sampled. The instrument/suction channel tested positive for staphylococcus hominis and staphylococcus epidermidis. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation and investigation. During device evaluation at olympus, a visual inspection on the received condition was done using a borescope. The borescope was inserted into the biopsy channel from the opening at the distal end. Tear marks were observed on the wall of the biopsy channel. When inserted further, the condition of the channel was found to be normal. The borescope was removed and then inserted into the biopsy port at the handle. A long scratch at the entry of the channel was found. The suction channel was also inspected and no irregularities were found. The distal end was inspected under a microscope. Dents on the cover and deterioration of the adhesive around the lenses was found. The lenses were also found to be dirty. The glue around the bending section cover was inspected and pinholes, cracking and peeling was found. The scope passed a leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed and there were no reported reprocessing deviations from the IFU, a definitive root cause of the positive culture could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection and the device was not used after the positive culture. The scope was reprocessed on (B)(6) 2023 after testing positive. The scope was not eto sterilized. There was no delay to starting precleaning after the procedure. Water was aspirated through the instrument/suction channel with the suction pump and there were no abnormalities with any reprocessing accessories. Manual cleaning was done within an hour after the procedure. The device did pass a leak test. Intercept detergent was used for manual cleaning and the biopsy valve, air/water channel, and suction channel were brushed. An oer-pro automatic endoscope reprocessor was used with endoquick detergent and acecide-c disinfectant. All channels were connected with tubes when the endoscope was connected to the aer. The scope was stored in a scope cabinet. A reprocessing in-service and observation at the hospital was completed by an olympus representative on (B)(6) 2023. During the in-service, no reprocessing deviations were observed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. There was no reported patient harm or impact due to this event.